Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no known adverse impact on the customer¿s blood glucose level, as specific information regarding this was not provided. The malfunction code was identified as resettable, and the customer was given pump reset instructions by technical support, with an option to call back if the issue persisted.